Event description:
Home pt (hp) reports incomplete prime of pt line of homechoice set. Hp reports that was able to reprime line with assistance from baxter tech. No pt injury or medical intervention required per hp.